Event description:
It was reported that the healthcare provider (hcp) tried to enter the epidural space at three different levels while in surgery. However, any time she attempted to steer the lead, it would hit a barrier and she could not get the appropriate placement of the lead to provide effective therapy. At the time of the report the patient was alive with no injury. The patient was referred out to a spine surgeon for surgical lead implant. The patient was only referred at the time of the report but nothing had been scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 377860, lot# v006694, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)